Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they were able to clear the alarm and were not able to complete the rewind process. Customer performed a self-test on the pump and the test failed, resulting in the hardware low level failure alarm. Customer also reported the pump continues to beep despite putting the pump on vibrate setting. Auto mode was not active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.